Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber glass cap shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits severe charred detritus adhesion; the metal cap adhesion location exhibits burnt glue; the glass cap has pushed forward in metal cap and is protruding. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. (B)(4).

Event description:
It was reported that during a bph prostate procedure, the customer reported: ¿it was flickering when we started to gl surgery¿ at 49,532 joules. The fiber was exchanged and the case completed. Patient outcome: ¿no injury¿ reported.